Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). This event was classified as repeat peritonitis (an episode that occurs more than 4 weeks after completion of therapy of a prior episode with the same organism). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the initial peritonitis episode was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler during recovery. On (B)(6) 2022, the patient was once again diagnosed with peritonitis. The pd effluent culture was positive for the same organism, coagulase negative staphylococcus. This event was classified as relapsing peritonitis (an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism). The patient was once again initiated on antibiotic therapy with ip vancomycin (dose, frequency, and duration unknown). It was determined that the patient¿s pd catheter (not a fresenius product) was to be removed and the patient was to transition temporarily to hemodialysis (hd). The patient transferred to in-center hd at another clinic on (B)(6) 2022. The patient was scheduled to have the pd catheter removed on (B)(6) 2022. The pdrn stated the plan is to have the patient return to pd therapy once the infection resolves, but that cannot be confirmed.